Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spinal stenosis of thoracic region; and underwent a surgery. On an unknown date, post-op, the s2-alar screw broke. Hence, the patient underwent a revision surgery, in which the broken screw was completely explanted. This screw was then disposed.